Manufacturer narrative:
Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: device history lot: part number: 04.038.290s, lot number: h523643, part manufacturing date: 03 january 2018, manufacturing site: (B)(6), part expiration date: 01 december 2027, a review of the device history record revealed no complaint related anomalies. The device history record shows lot h523643 of tfna helical blades was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h442811 met all specifications with no issues documented that would contribute to this complaint condition. Device history review a review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that in (B)(6) 2019, penetration of trochanteric fixation nail-advanced (tfna) helical blade to the femoral head had occurred and the hospital followed-up the patient since then. Originally, the patient had an open reduction internal fixation (orif) surgery for the femoral trochanteric fracture with tfna system on (B)(6) 2018. The x-rays taken on (B)(6) 2019, showed that the helical blade had apparently reached the acetabular cartridge. The surgeon commented that an insufficient reduction caused the event because the neck-shaft angle looked wide in anteroposterior x-rays. The implant removal was scheduled for (B)(6) 2019. There was no revision information as of this time. Concomitant devices reported: unknown tfna nail (part #: unknown, lot #: unknown, quantity: 1) and unknown locking screw (part #: unknown, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).